Event description:
It was reported that the intra-aortic balloon (iab) was inserted in 2009 via a sheath in the left leg. The pt went for cardiology intervention due to peripheral disease and needed iab pump support. The iab was in place for two hours in the cardiac care unit and blood was found in the tubing of the driveline. Another iab was not inserted, as the pt was stable without the support.

Manufacturer narrative:
The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the event was determined not to be a balloon rupture, therefore, it is reportable. Eval: the iab and super arrow-flex (saf) sheath were returned for eval. The bladder was clean. There were traces of blood on exterior surface of bifurcate and exterior surface of short driveline tubing. There was no blood inside iab. Saf sheath was on the catheter 15.5cm from the proximal lend of the bladder. The central lumen was bent 16 cm from proximal end of bladder. An in-house .025" spring wire guide (swg) was passed through central lumen from the tip, but would not pass the bend 16cm from proximal end of bladder. Swg was fed through luer end and passed all the way through central lumen, exiting tip. Center post of fiberoptix (fos) connector and cal key were attached to fos cable which was attached to iab. The blue clam shell and centre post housing were missing and not returned; both retaining tabs were intact on center post. Fos was light level tested and passed. Iab was submerged in water and pressurized. A leak was detected between the bushing and bifurcate, no other leaks were detected. The bifurcate was examined under magnification. There was a slight gap between the bushing and bifurcate at the area of the leak; adhesive was present. There was not blood found inside iab in contradiction to the product complaint report, however, a leak was found which confirms the complaint. The cause of the leak was a gap between bushing and bifurcate. This is an external leak and not in direct communication with pt. Mfg awareness training was completed.